Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the lower case, the liquid crystal display (lcd), main printed circuit board (pcb) and heart flex were contaminated due to fluid damage. It was also noted that the two side bail covers, upper case, and lead flex cover were broken and the battery drawer and battery release were contaminated.

Event description:
It was reported the led stayed on for a little while after turning unit off. There was water damage/corrosion inside. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.